Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil would not advance through the introducer sheath into another manufacturer's microcatheter. The ruby coil was removed from the microcatheter and a new coil was used to successfully complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(6). Result: the pet lock was intact. The ruby coil pusher assembly was kinked approximately 15.0 cm, 30.0 cm, and 56.0 cm from the proximal end. The coil was attached to the distal detachment tip (ddt), and the coil was bunched up throughout its length. The mid-joint of the ruby coil pusher assembly was pulled distally beyond the friction lock in the introducer sheath. Conclusion: the complaint has been evaluated. The initial complaint indicated that extreme resistance was met when the technician attempted to advance the coil beyond the introducer sheath. Evaluation of the returned device revealed that the ruby coil pusher assembly was kinked in multiple locations and the coil was damaged throughout its length. This type of damage typically occurs due to improper handling during use. If the coil was manipulated with force at an angle against resistance as mentioned in the complaint, damage such as this may occur. Further evaluation revealed that the ruby coil pusher assembly mid-joint was pulled distally beyond the introducer sheath friction lock. This type of damage typically occurs due to improper handling during device preparation. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.